Event description:
An endeavor resolute rx drug-eluting coronary stent delivery system length 24mm, diameter 2.5mm was used to treat a lesion in a pts om2. It was reported that there was a balloon leak during attempted deployment of the stent. The device was inspected prior to use and there were no issues noted. It was reported on the procedural notes that the lesion was pre-dilated with a 2.0x10mm balloon at 20 atmospheres for 10 seconds. The endeavor resolute stent was advanced to the om2, and it was reported that there was a balloon leak noticed during pressurization of the device when positioned at the lesion site and the device was removed. Both the cd of procedural images and the device were returned to medtronic for eval. Reference MFR report # 2953200-2009-01558. On review of the returned device there was a pinhole on the proximal balloon pillow, which confirmed the balloon leak as reported. The proximal pillow was partially inflated and the first proximal stent segment was flared. The damage on the proximal fold is consistent with the balloon material being pressed against stenosis or calcium as the balloon is advanced and/or inflated. The procedural cd does not contain any images of the returned units. The om2 appears to be tortuous with some calcification present and the possibility exists that this may have resulted in damage to the balloon during advancement and/or inflation. Therefore, it appears that the balloon leak was procedural related and occurred due to the vessel/lesion morphology.

Manufacturer narrative:
(B)(4): eval results - (vessel/lesion morphology). Conclusion: (vessel/lesion morphology).